Event description:
It was reported that the damaged hose was leaking non-sterile oil. This was discovered in spd. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
This report will be updated when the evaluation is completed.